Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 26 mmol/l. The customer treated for high blood glucose with insulin shot and blood glucose level went down to 21 mmol/l. The customer reported that insulin pump had crack on battery compartment from top to bottom. Insulin pump cannot turn on. The insulin pump will be returned for analysis.